Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device full height matrix drawer 4 did not unlock or stay unlocked during the case. A field service engineer found that the latch on matrix drawer 5 was opening briefly, then closing and failing. Upon inspection, the engineer discovered that the latch sensor was faulty, and the solenoid was causing failures. The engineer replaced both the latch sensor and the solenoid and tested in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 4 would not unlock. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.